Event description:
While injecting at high pressure during a left ventriculogram, the high pressure tubing disconnected from the catheter. The complainant reported that the rotator had 2 o-rings. There was no pt or clinician harm or injury as a result of this event.